Event description:
It was reported to boston scientific corporation that a cold snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. It was reported that the snares were initially unable to fully cut the polyp, and when they eventually did, the snare wire broke. The procedure was then completed using another cold snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is (B)(6). Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Imdrf device code a0401 captures the reportable event of loop broken.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Imdrf device code a0401 captures the reportable event of loop broken. Block h11: the returned cold snare was analyzed, and a visual inspection revealed that the working length and wire were kinked at the proximal section (strain relief). During functional evaluation, the device was extended and retracted using the 10-inch loop fixture, and the loop was able to extend properly. The loop was not broken. No other problems with the device were noted. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The reported event of snare loop cutting problems and loop broken were not confirmed. It was found that the working length and wire were kinked at the proximal section (strain relief). These issues likely occurred due to the manner in which the device was handled and manipulated, which may have contributed to the reported and observed damage. Excessive manipulation of the device without adequate care could have resulted in the defects identified. Based on all available information, the probable root cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cold snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. It was reported that the snares were initially unable to fully cut the polyp, and when they eventually did, the snare wire broke. The procedure was then completed using another cold snare. There were no patient complications reported as a result of this event.